Event description:
It was reported that the implant at tooth site 4 was removed due to peri-implantitis and a fractured platform. Inflammation, infection and bone loss were reported as a result of the event.

Manufacturer narrative:
ZimVie complaint number (b)(4).A4: Patient Weight: unknown / not provided.